Event description:
It was reported that tandem mobi pump triggered cartridge alarm during use and caller mentioned previous similar alarm with same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump details, verified warranty and software status, provided instructions for storage mode and return of problematic pump within 10 days, and arranged shipment of replacement pump, advising customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.